Event description:
Customer reportedly obtained a result of 200mg/dl on his device while the dr's device read 100mg/dl within 10 mins. No treatment rec'd. No quality controls were used. Requested return of suspect device and replacement was sent.